Manufacturer narrative:
The samples are returning for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
The surgeon reported the vitrectomy probe is sticking in the trocar cannula. The vitrectomy probe was switched out and the surgery was completed. No patient injury was reported.